Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage that occurred at biopsy channel. The event can be prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿no air/ water will go through the air/water channel¿ was confirmed. The following findings were noted during device evaluation: slow leak at the biopsy channel, distal end plastic cover has dents and scratches, objective and light guide lens have old glue, forceps passage leaked, found kinked and burnt mark inside, air/water supply had no flow, after removing nozzle flow is ok, clogged nozzle, insertion tube has severe buckles and scratches, minor scratches on the control body,and minor surface scratches on the light guide tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope had no flow from the main air/water system, maybe a clog. No air/ water will go through the air/water channel during a diagnostic colonoscopy procedure. The procedure was able to be completed with a similar device. The procedure was prolonged for a few minutes to change out the scope. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There were no other devices connected to the subject device when the failure occurred. Upon inspection and evaluation, found no air water flow due to clogged nozzle. Flow okay after removing the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.